Event description:
Same pt as 6000089-2007-00498. It was reported that 555 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr) and the physician performed a coronary artery bypass grafting (CABG). The target lesion was a 2.75mm, 99% stenosed, 4mm long portion of the 1st diagonal (1st dx). The physician treated the lesion with predilatation and placement of a taxus express2 2.75 x 8mm study stent. Residual stenosis was 10%. The pt was discharged the next day on aspirin and plavix. Five hundred and fifty five days after the initial procedure, CABG was performed by passing the proximal lad and 1st dx due to in-stent stenosis of the taxus stent. In the opinion of the physician, the relationship of the tvr to the taxus stent was probable. The pt was discharged 5 days later.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.